Event description:
Additional information stated that there were no malfunctions and the patient was planning to see a different programming healthcare provider. Reference regulatory report # 3004209178-2013-01463.

Event description:
It was reported that a patient "felt different" on his left side. It was noticed that the patient walked "a little bit differently" and implants approaching end of service (eos) were suspected. It was also reported that while stimulation was turned on, a loss of therapeutic effect was observed. Activa sc implantable neurostimulator (ins) was implanted "on his left chest" and the patient was getting good symptom control on his right side. That ins was at 2.86v. Soletra ins was implanted "on his right chest" and was at 3.72v. It was stated that the patient was having trouble walking and falling and that he started having some issues that were "fairly new." Soletra ins was still showing full battery despite the suspicion that it was approaching the eos. It was stated that impedance test was performed at default settings and the values were "normal" and all "in the 1000 ohms range." No actual measurements were reported. It was not specified when the symptoms started, but it was stated the patient was having a few more falls lately. Battery longevity estimate was 87 months (7.25 years) based on the setting of 3.0v for amplitude, 90 microseconds for pulse width, 100 hz for pulse rate, with active electrodes 1- and c+ and 24 hour use. No actual therapy impedance was reported but it was believed to be 1200 ohms. According to ins battery voltage and longevity estimate, it was not expected that soletra battery would be near eos. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. Information also reported on patient's other ins in regulatory report # 3004209178-2013-01463.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3389-40, lot# j0313908v, implanted: (B)(6) 2003. Product type: lead: product ID 3389-40, lot# j0454615v, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
Additional review determined that there was no direct allegation of a ¿loss of therapeutic effect.¿ it was reported that maybe the battery was ¿dwindling¿ and the patient was not getting as much out of it. This was a bilateral system. Reference MFR 3004209178-2013-01463.

Manufacturer narrative:
(B)(4).